Manufacturer narrative:
In the MFR report number: 2518422-2023-20772, the product brand name was wrongly mentioned. It is corrected in this report.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation 2 the device quit working. The patient alleged that the device getting spark and the smoke came out until not working on the device was not returned. If additional information is received a follow up report will be submitted.